Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, a pt reports blurry vision, both near and distant. Additional information, including pt status, has been requested. Right eye: MDR #1119421-2007-00234, left eye: MDR #1119421-2007-00235.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. This report was mailed to the FDA on: 06/06/2007. Additional information was requested 05/08/2007, 05/11/2007, 05/14/2007 and 05/24/2007 by phone, mail and fax. Additional information was received 05/08/2007 and 05/14/2007 by phone. A completed questionnaire has not been returned.